Event description:
It was reported prior to using the bd vacutainer® 9nc 0.109m plus blood collection tubes the user noted foreign matter, described as a black substance, inside a tube. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Retention samples were unable to be evaluated due to the tubes being expired at the time of investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported prior to using the bd vacutainer® 9nc 0.109m plus blood collection tubes the user noted foreign matter, described as a black substance, inside a tube. No health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). E1: initial reporter facility name: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
There was an update to the investigation summary: investigation summary: bd received 1 photo for evaluation. Evaluation of the photograph showcases black foreign matter (fm) in the tube. Retention samples were unable to be evaluated due to the tubes being expired at the time of investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using the bd vacutainer® 9nc 0.109m plus blood collection tubes the user noted foreign matter, described as a black substance, inside a tube. No health impact or consequence reported.